Event description:
Related manufacturer report number: 2017865-2022-06690. Prior to an unrelated procedure, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Abbott technical support was contacted and confirmed the event. Rv and ra insulation damage was suspected, although it was not confirmed. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.